Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient cannot get the icon to communicate with the implant. She has turned of the stimulation for +/-4 weeks as she was not felling good and didn't have to go anywhere so she didn't feel like she need it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.